Event description:
It was reported that this right ventricular (rv) lead has been exhibiting high out of range shock impedance measurements for greater than one year. The shock impedance measurement trend at the time of the first high out of range measurement was noted to be in the 90 ohm to 120 ohm range primarily and the highest measurement was noted to be 145 ohms. Boston scientific technical services (ts) provided guidance to the boston scientific representative to consider performing a commanded maximum energy shock test if the shock impedance measurements are consistently in the 140 ohm range. It was indicated that the last delivered shock from this implantable cardioverter defibrillator (ICD) system was at implant and the 21 joule shock had an associated shock impedance measurement of 62 ohms. A healthcare provider (hcp) subsequently contacted ts about the high shock impedance issue and ts discussed reprogramming the high out of range impedance alert limit to 150 ohms. The hcp acknowledged understanding. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.